Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as phaco handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as phaco handpiece is not an implantable device. Section e1 - telephone number: (B)(4). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by a surgeon who has just installed a veritas, that after 2 weeks of surgeries a patient presented with corneal edema and endothelial cell loss. While the ust (ultrasound time) is low and the power did not exceed 50% in whitestar mode, doctor reported that this is unusual to happen since as he is a signature pro user. Through follow-up, we learned that it improved after 15 days of aggressive topical steroids and nacl. The surgeon mentioned that he uses a specular microscope in all his cases, pre- and postoperatively. Patient showed a 1000-cell drop out of 3100, so the drop was around 30%. The steroid treatment is not standard care. No permanent damage. It was mentioned that the handpiece was broken. No further information was provided. Note this report captures the phaco handpiece. Separate reports will be filed for the veritas console and the phaco tip/needle.